Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left implant rupture found on CT scan".

Event description:
Healthcare provider reported a left side rupture found on CT scan and textured implant recall. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side rupture found on CT scan and textured implant recall. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, broken device on posterior side assessed, as surgical impact opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Additional observations: black particles on the shell are observed. Non penetrating nick is observed, assessed as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, a left side rupture, found on CT scan. And textured implant recall. The device has been explanted and replaced.